Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure of the common bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, the guide catheter detached inside the endoscope. It was confirmed that the broken guide catheter remained within the push catheter. No part of the device detached in the patient. The scope was removed from the patient with the device inside the working channel. The guide catheter was pushed out of the scope using a brush. The patient was re-scoped and another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.